Event description:
It was reported to philips the device's pacemaker fails. There was no patient involvement.

Event description:
It was reported to philips the device pacemaker fails. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The fse performed the opcheck with a 50 ohms test. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.